Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. Evaluation observed a ¿door not fully latched¿ alarm after attempting to load a set. The upper link screw was found to be loose and the link screws required replacement. A review of the event history log found multiple "door jammed" alarms. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had broken door latches. There was no known patient injury or medical intervention associated with this event. No additional information is available.